Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure the physician stuck the septum and while introducing the was sheath across the septum and removing the wire and dilator, the was sheath became kinked. The was sheath was exchanged, and the procedure was performed successfully with no patient complications.